Manufacturer narrative:
(B)(6).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that when trying to program the amplitude up to 0.8ma when there was an open circuit, no out of regulation (oor) message was seen on the clinician programmer 8840. Once the amplitude was increased to 0.9ma or above, the oor message was displayed due to the high impedances. No symptoms were reported. No further complications were reported.